Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 60% stenosed lesion in the left anterior descending (lad) artery. A 3x38mm xience alpine drug eluting stent (des) was advanced but could not advance to the lesion. The des was removed with resistance from the anatomy and another 3x38mm xience alpine des was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.